Event description:
As reported by navilyst medical's distributor in the (B)(6), a 4f valved PICC was implanted in a pt on (B)(6), 2011. On (B)(6) 2011, the catheter was noted to have a split in the tubing located between the suture wing and the insertion site into the pt. The device was removed and replaced with another PICC. No pt complications were reported. It was indicated that the used device would be returned to navilyst medical for eval.

Manufacturer narrative:
Although it has been stated that the PICC from the reported incident would be returned for eval, to date, no sample has been received. Upon receipt of the sample, the investigation will be completed and a supplemental medwatch will be submitted. (B)(4)